Event description:
Baxter reported a leak from the silicone tubing on a transfer set found during use. The patient taped two cuts on the tubing and performance the draining and filling process once. The patient said that they did not damage the tubing by the use of scissors. The actual sample is available for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
.